Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2017-03794, reference MFR report: 1627487-2017-03815, reference MFR report: 1627487-2017-03817. It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention (on an unknown date) to have their scs system explanted. Note: all of the patient's leads are being reported because it is unknown which lead(s) is/are liable.